Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unknown tubing set back flowed. During an initial intravenous set up, the line primed without difficulty; however, the blood backed up in the IV tubing. There was 10 cc blood loss for the patient; however, no there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak test was performed with no issues noted. The device failed for the pressure test and clear passage under water, with no flow noted. The reported condition could not verified due to the no flow issue. Should additional relevant information become available, a supplemental report will be submitted.